Event description:
Depuy acromed rec'd 16 vsp screws from a distributor. The screws were in good condition with no apparent damage. All 16 screws conformed to specifications. The screws were returned because of an event where 3 unrelated screws had broken post-operatively. The distributor returned the entire stock of vsp screws. The screws involved in the revision surgery were discarded by the hosp. The lot numbers were not reported. According to the complaintant, the screws were implanted with no anterior spinal support. It was not possible to determine the exact cause of the event because the broken screws were not returned for eval. No lot number info was provided. No further eval can be performed.